Event description:
It was reported that the patient underwent an x-stop procedure at level l4/l5. Approximately eight months post procedure, the patient's lss symptoms returned indicating a worsening of stenosis. The x-stop device was removed and the physician placed pedicle screws and rods. At that time, the physician did not proceed to a decompression surgery. During the x-stop removal, the physician observed that the spinous process had fractured. It was determined that this had occurred sometime after the initial x-stop surgery which was 8 months prior. No additional information was reported.

Manufacturer narrative:
Device not returned, follow-up with company representative.